Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a pinhole 24mm from the tip and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced and was initially inflated at 12 atmospheres. The second balloon also ruptured. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced but during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced and was initially inflated at 12 atmospheres. The second balloon also ruptured. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced but during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.